Manufacturer narrative:
Product ID, 3889-28 lot# v589285, implanted: 2011 (B)(6), explanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a lead and a neurostimulator had been explanted due to lack of efficacy after multiple programming attempts. No patient death and no patient injury were reported. If additional information is received, a follow up report will be sent.